Event description:
It was reported that the programmer would not interrogate devices. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer interrogates with a know good rf (radio frequency) head. Analysis also found the eject buttons of the pcmcia (personal computer memory card international association) slot on the mpu (micro processor unit) printed circuit board assembly are broken. The system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).